Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station links the reservation but not shown on station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station links the reservation but not shown on station. A technical support specialist recommended that the user try accessing the system on a different device to determine if the issue continued, as the logs could not trace the medication reservation. The customer later confirmed that the station functioned correctly. The system functioned as intended after the technical support specialist troubleshot the device. E1. Other occupation - systems manager (information systems).